Event description:
3m class 5 emulating integrator (1243) burst inside of a surgical instrument tray and contaminated the instruments. The instrument tray had to be reprocessed in sterile processing in order for the surgical case to proceed.======================manufacturer response for sterilization integrator, 3m comply sterigage class steam chemical integrator (per site reporter).======================3m sent us a letter that a corrective action project was put in place to identify design or manufact. Improvements that could reduce the occurrence of leaking integrators...manufacturing changes have been made...preventive maintenance schedules and specs have been tightened to ensure good adhesion of the graphics to the foil and correct valve-hole placement...will continue to monitor complaints..and implement further improvements if necessary.